Event description:
Around mid-day one of the techs noticed that detergent wasn't flowing from the gallon pump bottle into bay 1 of the reprocessor; bay 2 was fully functional and continues to work properly.endoscopy personnel were asked to use only scopes that had been reprocessed in bay 2. In attempting to determine which patients may have been affected, we discovered that the electronic data for the machine is either inaccessible or irretrievable at this time. The service technician believes we may be able to gain access to the data, but a special code is required. He is currently working on getting the code and has also been asked to perform a site visit as soon as possible to address the problem with bay 1. We attempted to determine when detergent was changed last and were unable to. Usually techs replace the bottles when they run low-about every 1.5 weeks.======================manufacturer response for olympus reprocessor, custom ultrasonics 83+9" (per site reporter).======================there is no alarm or notification on the printout when detergent doesn't reach the machine.the machine is certified for both washing and disinfection; although the use is "off-label", it can be used just for disinfection.by following the cleaning criteria described (utilization of pre-cleaning and scope buddy), there is no increased risk from a patient standpoint.no violation.no need for patient notification.what was the original intended procedure?3rds step in terminal cleaning of endoscopes.device #1is this a laboratory device or laboratory test?no.